Event description:
It was reported that the patient stated they had a stress test appointment on friday, (B)(6), during which they turned their therapy off at the request of the medical staff due to inconsistent results. The patient inquired whether turning the therapy off could have damaged their dbs implant, as they felt a jolt and had to sit down when turning the therapy back on. The patient noted that this was the first time they had experienced this sensation, which then subsided. The agent advised the patient to follow up with their dbs clinician to address any further concerns about the situation and the feelings they experienced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.